Event description:
It was reported that after a review of past workorders, the customer alleged that there are deficiencies or failures with the electronic components of the devices. It was noted that the device powers off during use without warning. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Additional information : imdrf annex a, g, b codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that after a review of past workorders, the customer alleged that there are deficiencies or failures with the electronic components of the devices. It was noted that the device powers off during use without warning. There was patient involvement but no harm.